Event description:
The customer reported that the unicel dxc 660i synchron access clinical system displayed twenty (20) consecutive failed blank error messages and the customer noticed an uncontained leak on the floor. The customer estimated that the volume of the leak to be approximately 200 ml and the customer was unable to determine the source or identity of the liquid. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the cuvette wash station vacuum tubing were full of fluid for probes 2, 3, and 4, all of which use the same vacuum valve. The fse replaced the vacuum valve to resolve the issue and repairs were verified per established procedures. The fse determined that the fluid which leaked were diluted wash solution and deionized water. Failure mode of the leak is attributed to the wash station vacuum valve (3 way solenoid valve); the instrument generated 20 consecutive failed blank error messages to alert the customer of an instrument issue.